Event description:
It was reported that due to patient's noncompliance, the passive lead dislodged after operation. The lead was explanted and replaced with active lead. No patient complications have been reported as a result of this event.